Event description:
One pt with discrepant calcium results. Initial results not reported, pt not adversely affected. Initial calcium result 9.5 mg/dl, repeat 10.5 mg/dl. The field service rep found the cause of the discrepancy to be a pin hole in the rinse tubing which was repaired. Performance tests were performed and within spec.